Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with MFR reports 1058196-2010-00064 and 1058196-2010-00065.

Event description:
It is reported that the enterprise stent was not able to be deliver through the microcatheter. The stent was not able to be recaptured and deployed in the guidecatheter. The patient is a (B)(6). The target lesion was an aneurysm located in the supraclinoid carotid artery. The vessel was straight. There was no difficulty flushing the microcatheter. A constant flush was maintained throughout the procedure. It was noted that once the stent was deployed there was some difficulty advancing a guidewire through the catheter. When the device deployed, the microcatheter was exchanged, losing target site access, and another device was used to successfully treat the aneurysm. It was noted that no other devices were advanced through the microcatheter prior to the event. There was no reported injury to the patient.

Manufacturer narrative:
The enterprise stent (enf452812/unknown lot) was not able to be delivered through the prowler select plus microcatheter (150/5 606s255x/15042228). It was reported that the stent never exited the distal end of the microcatheter. Because it "jumped forward" it was being recaptured. The stent then became impeded in the proximal end of the catheter and partially deployed with attempt to recapture it. The microcatheter and stent were being removed simultaneously when the stent deployed in the catheter. The microcatheter was received cut in two separate pieces with the stent inside of the proximal section. Although, in response to investigation into the cut/separated condition of the returned microcatheter, no details were provided; however, it was confirmed that it did not occur when the devices were in the patient. The procedure was treatment of a supraclinoidal carotid aneurysm in a (B)(6) male. The vessel was straight and there was no difficulty flushing the microcatheter and a continuous flush was maintained. The procedure was completed with other unknown devices with no patient injury. A non-sterile microcatheter was received coiled inside of a plastic bag; ID band was removed from the device and was not provided. Microcatheter was received in two parts; the first one measured 4cm from hub and inside of it was the stent. The second part measured 152cm. First part was inspected and shows a flattened section on the proximal body, just at the end of the hub. Second part was also inspected and a scratch section could be observed on the proximal body and kinks and flattened sections on distal body. The ID of the microcatheter was measured and was found within specification. Hub ID and stent were inspected and no anomalies were observed. The stent presents with some blue fiber that appears to have come from the catheter body when it was cut. The enterprise stent was removed from the microcatheter hub and friction and resistance was felt since the stent was stuck on the flattened section. No further functional test could not be performed due to the conditions of the returned product. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed anomalies during the manufacturing and inspection processes. The report that the enterprise stent was not able to be delivered through the prowler select plus microcatheter was confirmed since it was found that the stent was stuck in microcatheter. During the analysis of the returned device, the cause was the flattened section showed near to the hub. The cause of the flattened section and the kinks and scratch/cut sections could not be conclusively determined; however these do not appear to be related to the manufacturing process since per the investigation, the customer does not report any damage during preparation of the device. In addition, although in response to investigation into the cut/separated condition of the microcatheter, the exact mechanism and cause of separation could not be determined; however, it was reported that the microcatheter separation did not occur in the patient. There was no reported complaint of separation and this would have been readily evident to the user. Inspections are in place to prevent these types of damages leaving from the facility. Although no conclusion can be made based on the available clinical information and the condition of the returned products, clinical factors may have contributed to these events. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported; therefore, no corrective action will be taken at this time. The lot number of the enterprise vrd is not known; therefore, a device history record review could not be performed. The delivery wire was not received. The enterprise stent was received inside of a non sterile microcatheter which was received coiled inside of a plastic bag. The microcatheter was received in two parts; the stent was received stuck within of microcatheter hub. The stent was removed from microcatheter's hub and friction and resistance was felt since the stent was stuck on the flattened section. The stent was inspected under microscope and no anomalies were observed. Stent only presents some blue fiber that appears to have come from the catheter body when it was cut. Since the delivery system was not returned for analysis and due to the condition of microcatheter, the functional analysis could not be performed. The report that the enterprise stent was not able to be delivered through the prowler select plus microcatheter was confirmed since it was found that the stent was stuck in microcatheter. During the analysis of the returned devices, the cause was the flattened section near to the hub of the microcatheter. The reported failure by the customer as stent/ deployment difficulty-premature/in patient-during withdrawal was confirmed since the stent was received stuck in microcatheter hub. Although no conclusion can be made based on the available clinical information and the condition of the returned products, clinical factors may have contributed to these events; there is no indication that it is related to the manufacturing process. Therefore, no corrective actions will be taken at this time. Please note that this medwatch report represents one of two products involved with this event which is associated with MFR report # 1058196-2010-00064 and 1058196-2010-00065.